Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 64.8 months of service. No allegations regarding premature battery depletion was received from the field. Engineering longevity equations obtained from guidant's reliability assurance laboratory identified a premature battery depletion condition. Detailed analysis is currently underway to determine root cause for the malfunction. To date, there have been no reported patient symptoms associated with this clinical observation.